Event description:
It was reported that the reservoir of a two day infusor ruptured. This occurred after filling the device with an unknown drug using a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. Visual inspection identified the ruptured reservoir. Microscopic examination found marking on the interior surface of the reservoir near the rupture line. The evaluation confirmed the reported condition. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.